Event description:
The user facility reported that the gas exchange performance deteriorated approximately 10 minutes after the pump was started. After that, the gas flow rate was set to 8-10 liters and pure oxygen was used until the pump was turned off. Since gas exchange performance was not adequate from the beginning, the body temperature was set to 33°c and the procedure was continued. At the above gas flow rate, the final oxygen level was around 130, and carbon dioxide (co2) was generally around 44. Mixed venous oxygen saturation (svo2) was 50-60%. The percutaneous cardiopulmonary support (pcps) was also running before the operation, but the pcps circuit was also replaced within 2-3 days. In both pcps and this extracorporeal circulation, the gas exchange performance was not adequate from the beginning, so this event was likely due to patient factors. It was reported that the patient's body temperature was lowered to reduce oxygen consumption, and the operation continued. The patient was not harmed. No medical or surgical intervention was required.

Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no: k071494, k130520. The actual device has been returned for evaluation. Visual inspection of the actual sample upon receipt. No anomaly such as a breakage was found. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas exchange part was performed. No anomaly was found in the condition of fiber winding. After the actual sample was disassembled, the fiber layer was removed gradually, and visual inspection of the gas exchange part was performed. It was found that part of the fiber had been discolored and become hydrophilic. No anomaly was found in the condition of fiber winding. No anomaly such as deformation was found in the heat exchanger. Electron microscopic inspection of the fiber found that blood cell components such as white blood cells and platelets had been adhered to the fiber, and fibrin nets had been formed. The manufacturing record and the shipping inspection record of the actual sample were reviewed. No anomalies were found. Additionally, no other similar reports of the product with the involved product code and lot number were found in the past complaint files. Based on the investigation result, it was found that part of the fiber had discolored and become hydrophilic. As a cause of this case, since a part of fiber become hydrophilic, it was likely that a plasma leak had occurred, preventing contact between blood and gas. However, from the investigation result of actual sample, it was not possible to clarify the cause of occurrence. Relevant IFU reference: - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.